Event description:
According to this pt's surgeon, the pt's device had begun to extrude 18 years after implantation. An overly strong external magnet may have contributed to the extrusion. The pt was reportedly admitted to the hosp overnight (date unk), where she received IV antibiotics following device explantation and skin flap reconstruction. She was administered oral antibiotics and then released. She is currently doing well and will not likely be reimplanted, due to her advanced age.